Manufacturer narrative:
Continuation of d10: product ID {d-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} product ID {l-evolutfx-2329}; product lot/serial number {unknown}; product type: {0195-heart valves}; implant date {n/a}; explant date {n/a} medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, inside a patient with a pre-existing surgical aortic valve, a pre-implant balloon aortic valvuloplasty (bav) was performed using a non-medtronic balloon. The physician performed balloon fracking of the existing surgical valve. Following the implant of the transcatheter valve, a post-implant echocardiogram was performed that revealed severe mitral regurgitation and effusion. The patient remained stable the entire time, however, the physician decided to take the patient to surgery to explant the valve, perform an aortic root replacement, and surgical aortic valve replacement. At this time, a perforation at the annular level where a chunk of calcium was present and a tear in the mitral valve leaflet were observed. Per the physician, the cause of the perforation and tear of the mitral valve leaflet was due to the balloon fracking, not the valve or implanting of the valve. Additionally, it was further reported that patient anatomy was a contributing factor. No additional adverse patient effects were reported.

Event description:
Additional information was received that the previously implanted surgical valve was not a medtronic valve.

Manufacturer narrative:
Updated data: b5 medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.